Event description:
I had a skin cancer removed from my right rib area. The dermatologist covered the wound with a (B) (4) brand bandage and the wound started to heal. I used a different brand of bandage, dukal corp adhesive bandage -7602-, nine days later. Twenty four hours later, there were large welts on my skin where the adhesive part of the bandage contacted my skin. I have a picture of the welts for proof of the problem and can email them if necessary. Dose: na. Dates of use: one time, (B) (6) 2010. Diagnosis: wound protection. Event abated after use stopped: yes.